Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the defibrillation coil was distorted, the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, all insulators were breached cut, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage; partial lead in segments returned and analyzed. (B)(4): distal conductor fractured, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, the outer insulation was torn, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism; partial lead in segments returned and analyzed.

Event description:
It was reported that there was a lead fracture. It was also reported that there was oversensing attributed to noise and endocarditis from potential lyme disease. The right ventricular lead was explanted and replaced. The atrial lead was removed in order to extract the fractured right ventricular lead. The atrial lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the defibrillation coil was distorted, the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, all insulators were breached cut, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage; partial lead in segments returned and analyzed. (B)(4): distal conductor fractured, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, the outer insulation was torn, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism; partial lead in segments returned and analyzed.